Event description:
The patient adaptor was not connected with the titanium adaptor well when the customer changed transfer set. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be filed should any significant supplemental information become available. The actual sample is available for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Actual sample and lot information are not available for evaluation. Root/possible cause of this event was not identified.